Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter was displaying the apply sample message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started in (B)(6) 2018 when her onetouch ultramini meter displayed the apply sample message, preventing her from performing a blood glucose test. The patient did not provide any information on her normal diabetes management routine but alleged that in response to the alleged product issue, despite not being able to perform a blood glucose test, she continued taking her normal dose of medication. The patient reported that at an unspecified time two weeks later she developed the symptoms of ¿stress and frequent urination¿. She denied receiving any treatment beyond her normal routine of diabetes management and care for these alleged symptoms. During troubleshooting the csr verified that the correct test strips were being used and this was not the first time the patient had used the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to perform a blood glucose test due to the apply sample message appearing on the subject meter.